Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. Additional information was received confirming that the lead had dislodged from the septum to the outflow tract and the issues resulted from lead to tissue interface issue. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that two days post implant, this patient presented to the emergency room with chest pain. Device interrogation revealed the patient had received anti-tachycardia pacing (atp) last night which was ineffecttive and the patient's rate decreased. This right ventricular (rv) lead is now exhibiting elevated threshold measurements, decreased r-wave measurements with stable impedance measurements. Flurorscopy noted the lead was in the same position as implant with the helix properly extended. No adverse patient effects were reported.